Event description:
The intralipid bag was hung by the nurse. The nurse left the patient's room and for an unspecified amount of time, the nurse came back to the patient's room to find the contents of the bag dripping onto the pca and the pump. It was noticed the connection from the secondary tubing into the bag was leaking; the connection was halfway out of the bag. Dose or amount: 500cc. Frequency: daily. Route: IV drip. Dates of use: 2009. Diagnosis or reason for use: parenteral nutrition replacement. P3 container leaks.